Event description:
Inferior vena cava (ivc) filter placement performed a few months prior at an out of state hospital. Patient reported chest pain; angiographic imaging noted foreign body in right ventricle. Successful retrieval of g2 ivc filter fractured component from the right ventricle and removal of g2 ivc filter.